Event description:
It was reported that pump displayed malfunction code 12 with a related fault ID and that no notable events occurred prior to the malfunction. There was no reported adverse impact to the customer's blood glucose level. Customer had not previously reset pump for this malfunction, so technical support provided instructions for performing pump reset, but customer did not have access to charging supplies at that time and planned to call back when ready to complete reset; no additional information was received regarding the outcome of the event.